Event description:
It was reported that before a laparoscopic sleeve gastrectomy procedure, the scrubs were loading the clip applier with the first clip. It shot the clip out of the device. She tried a few more times to load a clip, but it would continue to do the same thing. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.